Event description:
It was reported that the patient was having more accidents and urgency than they did before implant. The device was not working as well as the patient expected. The patient never had therapeutic effect. The patient had tried turning stimulation down real low and also turned it up to the point it hurt their butt. When the patient had stimulation up high there it was a constant pain in their left butt cheek, especially if they sat down or rolled over on their implant in bed. When the patient stood up, they could feel stimulation, but as they moved around throughout the day the stimulation sensation went away. The health care provider (hcp) hadn't instructed the patient to keep a voiding diary. The patient couldn't tell that much of a difference during the trial. The patient would have an appointment at the end of the month. The patient had 3 surgeries, they had a tumor removed, a hysterectomy, and the device implant. It was later reported that there was a 50 percent or greater symptom reduction. The patient reported improvement to their health care provider (hcp) so the hcp didn't investigate. The patient only reported urge if they waited a long time between voiding. The plan was voiding scheduling. The patient recovered without permanent impairment. It was later reported that the patient was wondering if she was working her device correctly. The patient did not have stress incontinence anymore but had urgency. The patient said that if she turned it up anymore it made her butt cheek irritated and sore. The patient stated that since implant she would get up 5 times a night and she got up 5 times a night before implant. The patient only took sips of water and only one sip when she was thirsty during the night. The patient said if she could get her mind off of it she was ok, but if she couldn't she might not make it to the bathroom. The patient was on program 3 at 1.7 volts at the time of report and then she navigated to program 2 at 0.8 volts after speaking with their healthcare provider the next day. The patient stated they were feeling stimulation pretty strongly but it was not hurting her. It was noted that when it was on program 3 at 1.7 volts it hurt her and made her sore. It was further reported that it did not seem to work or the patient didn't know how to use it. After the implant the patient received no information. The patient still had concerns regarding their device or therapy but was working with their hcp or manufacturer representative and still had concerns with their device or therapy but had not sought further help.

Manufacturer narrative:
Concomitant medical product: product ID: 3093-28, lot# va0nwka, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).